Event description:
It was reported that the pt's vns indicated high lead impedance during a routine office visit. When asked if any trauma or manipulation had contributed to the high impedance, the physician stated that the physician is very active but the pt also picks at the generator scar site. The pt's generator has been disabled as recommended by the MFR. Surgery to replace the pt's vns lead and generator has occurred. No x-rays were taken to evaluate possible causes. Attempts for the return of the explanted generator have been unsuccessful to date. No adverse events have been reported.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that the explanted vns lead and generator were likely discarded during surgery.

Manufacturer narrative:
The report is not late per guidance of the FDA and is due to technical issues experienced with emdr.

Event description:
Clinic notes were received that indicated that the patient was agitated during the lead malfunction.